Event description:
The customer reported that the system exhibited ad channel failure errors and failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse on the power distribution pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.